Event description:
It was reported that, "went to place the tibial insert into the baseplate and it snapped in place automatically without having to impact it, which is not the "norm" had a loose fit. Tried a second insert, same cat # and same lot code and it snapped or locked into place in the same way, but seemed to be a bit tighter, so the surgeon kept that one in."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.